Event description:
It was reported the patient experienced stimulation in the wrong location following a car accident. The patient felt stimulation in their calf and legs, but not in feet where stimulation was needed. It was reported that the patient's status was fair. Additional information has been requested, but was not available as of the date of this report.